Event description:
Additional information has been received from the patient. Patient mentioned that recharging works for a period of time, then just quits and won't make connection with the charger. Manufacturer representative (rep) made some adjustments to resolve the issue. Patient mentioned that it is working now but still doesn't connects easily.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported it took 6 hours to charge the implanted neurostimulator from 30% to 90% last night and the controller kept going off and giving error messages and locking the screen. Patient stated they received refurbish controller and she hates it and like to get a brand-new controller. Patient stated this issue of recharging has been going on for three years and they work with healthcare provider (hcp) and manufacturer representative (rep) and no one can fix it. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna. Patient stated the controller charges up when plug into the outlet. Patient service asked patient if there is any visible damage on the controller port and patient stated there is not visible damage. Controller shows implantable neurostimulator (ins) 50% and controller 90%. Agent recommend cleaning the ports on controller and recharger telemetry module (rtm) cord. The issue was not resolved. Agent reviewed device function. A request was sent to the repair department to replace the recharger device. No symptoms were reported.